Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "we had ordered on 05/07/2022, 2 variax palmar plates reference 54-254 25.5 and 54-254 24.5. On the other hand, you had sent the references 54-254 26 and 54-254 24: references which do not correspond to the order. We have not received any information from you on this "inconsistency": sending another reference without information, non-existent references from you. Indeed, we should have ordered references 54-254 26.s and 54-254 24.s because references 54-254 24.5 and 54-254 24.5 do not exist. Upon receipt, we did not observe this spontaneous modification on your part; consequently, the non-sterile plates received, initially requested by the hospital as sterile, followed the circuit of sterile implantable medical devices within our establishment. This resulted in the implantation of a non-sterile dm in a patient, as well as the removal of this plate during a second intervention.".only 1 plate was implanted then explanted (54-25424)

Manufacturer narrative:
Correction - please refer to d9/h3 - device was not returned for investigation. The reported event could be confirmed; since the event description and supporting evidence was provided which confirms the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The user intended to use sterile products, however, unawareness at their end led to incorrect order placement. The order received by customer service was for 'unsterile' devices, as confirmed by them, and the same was delivered. Still, it is the responsibility of the customer to check the expiry date and sterility prior to any surgical intervention. This is required as per IFU. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text: device disposition is unknown.

Event description:
As reported: "we had ordered on (B)(6) 2022, 2 variax palmar plates reference 54-254 25.5 and 54-254 24.5. On the other hand, you had sent the references 54-254 26 and 54-254 24: references which do not correspond to the order. We have not received any information from you on this "inconsistency" sending another reference without information, non-existent references from you. Indeed, we should have ordered references 54-254 26.s and 54-254 24.s because references 54-254 24.5 and 54-254 24.5 do not exist. Upon receipt, we did not observe this spontaneous modification on your part; consequently, the non-sterile plates received, initially requested by the hospital as sterile, followed the circuit of sterile implantable medical devices within our establishment. This resulted in the implantation of a non-sterile dm in a patient, as well as the removal of this plate during a second intervention." Only 1 plate was implanted then explanted (B)(4).